Event description:
It was reported by the customer, during an emergency procedure the catheter insertion guide bent, making it difficult to insert the device. Additional information: it was reported there was no serious damage, but it was necessary to repeat the medical procedure of inserting a new dialysis catheter. There were no changes to the treatment, only a slowdown in the procedure. 01/28/2025 - during evaluation of the returned guidewire, some core wire weakness was observed at the proximal end.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed, but the exact cause could not be determined. One 0.038 in. J-tip guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed little use residues throughout the returned sample. A slight bend was observed along the length of the guidewire. The guidewire was observed to be curved, and the j-tip was observed to have less curvature than its original design. A tactile evaluation of the returned guidewire revealed some core wire weakness observed at the proximal end of the guidewire. The guidewire felt like it was clicking into place and floppy. A root cause of this failure could not be determined due to the device being used, as handling or other unknown factors may have contributed to the device failure. This complaint will be recorded for future trending and monitoring purposes.